Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an auto-off alarm. The customer cleared the alarm and resumed insulin delivery. The customer's blood glucose level was 246 mg/dl and it was addressed with a bolus. Tandem's technical support educated the customer on the alarm and recommended for the customer to contact their healthcare provider before modifying the setting.